Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that selections were missing on the touch screen. There was no reported impact to customer's blood glucose. Multiple follow up attempts were made by tandem technical support to obtain additional information and complete troubleshooting. However, customer only responded to state that issue was resolved and declined troubleshooting.